Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to knee laxity on the left . Polys were explanted and replaced with 17 mm medial pivot inserts.